Event description:
The generator and lead were received after the patient's death, which has been reported in mfg report #1644487-2017-03545. During analysis, the internal data of the generator was reviewed and it was found that high impedance had been recorded. Since the patient's date of death is unknown to date, it is unclear if the high impedance occurred while the device was implant or after the device had been explanted. Additionally, at this point, there is no indication that the high impedance is related to the patient¿s passing; therefore, the two events are being reported separately. Analysis was completed on the received lead and generator. It was noted upon receipt that the lead pins were still inserted into the generator. A continuity check was performed, which confirmed that there was proper mechanical contact between the conductive surfaces of the generator and the lead connector pins. Therefore, it does not appear that the high impedance was contributed to by inadequate pin insertion. The lead was received in two portions, which included the dual connector pins, but not the lead body or electrodes. The lead portions were checked and no discontinuities were identified. The generator was testing during functional analysis and it performed to specification. The battery indicator was found to be ifi = yes. Based on the results of product analysis it appears that the high impedance reading was the result of a lead fracture however it is unclear if this fracture occurred while the device was still implanted or after the device had been explanted. No additional relevant information has been received to date.